Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 225mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The caller mentioned that the device was exposed to a high magnetic field while having an MRI. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind and alarmed due to a motor encoder signal being out of phase.